Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfsf912 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022 the patient went to the outpatient chemotherapy center for chemotherapy as prescribed by the doctor. The nurse in the chemotherapy center is preparing to inject the drug into the patient's infusion port with the indwelling needle of the disposable implantable drug delivery device. When opening the package and taking out the product, the nurse found that the needle at the front end of the product was not protected by a needle cover, and the nurse immediately replaced the product with the same specification. The product was not used on the patient and did not affect the patient.